Event description:
In 2008, it was reported to boston scientific corporation that during the procedure in a male patient (age and weight unk), the spyglass direct visualization probe broke while inside of the spyscope. The procedure was completed with a second spyglass direct visualization probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The complainant could not provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. The device has not been returned. A device analysis cannot be performed. Therefore, the cause of the reported event is undetermined.